Event description:
It was reported that a malfunction occurred on the pump with a displayed code of malf 12. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide related information. The customer reported at least three occurrences of the same malfunction and requested assistance. Technical support decided to replace the malfunctioning pump and instructed the customer to return it within 10 days to avoid additional charges. The customer was informed that the replacement pump would come with updated software, and assistance was provided for setting up the new device. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.